Event description:
It was reported while using bd facscanto¿ ii flow cytometer sheath that was under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: there is a leak in the right side of the instrument and not the fluidic cart. Was the leak contained within the instrument? No . Was the leak in a customer accessible location? Yes . What was the fluid that leaked? Sheath. If so was there leaked fluid in under pressure?yes. What is the source of leak -- waste line or non-waste line?non waste line. If waste line, whether it is mixed with bleach or contamination?no . Was the customer exposed to blood or bodily fluids? No . Was there any physical harm to the customer as a result of the leak? No¿.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6) . ¿ problem statement: customer reported complaint on the spray of fluid under pressure not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from (B)(6) 2020 to (B)(6) 2021. ¿ complaint trend: there are 9 complaints related to the issue of a spray of fluid not contained within the instrument. Date ranges from (B)(6) 2020 to (B)(6) 2021. ¿ manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a worn plenum restrictor. During a phone consultation, a tsr (technical service representative) assisted the customer in identifying that the source of the leakage was from a worn plenum restrictor (pn 33929407). The tsr requested for a quote to be sent to the customer for the repair, but the customer only asked for a new restrictor to be sent to them and they would perform the replacement themselves. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the customer performed the repair, they reported that the instrument was working as expected with no further leaks. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was sheath fluid and did not come in contact with the customer or bd personnel. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. The safety risk is moderate, s3, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2008. Defective part number: n/a. Work order notes: o subject / reported: 338960 - bd facscanto ii - leak. O problem description: there is a leak in the right side of the instrument and not the fluidic cart. O work performed: replacing the restrictor 33929407 plenum restrictor, in-line , 0.010. O cause: broken restricor. O solution: the instrument is working well. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s3¿ in sop6078-02 rev. 12/vers. J whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes, no. O item: 1. Plenum ¿ including float. O function: 1.1 fluid reserve to minimize fluctuations within the fluidics. O potential failure mode: 1.1.1 fluidics fluctuate. O potential effect(s) of failure: 1.1.1.1 flow not steady - too high. Sensitivity decreases, counts are missed. O potential cause(s)/mechanism(s) of failure: leaks at valves. O current controls: 1. Clean cycle. 2. Maintenance. O recommended actions: n/a. O severity: 9. O occurrence: 1. O detection: 6. O rpn: 54. Mitigation(s) sufficient yes, no. ¿ root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to a worn plenum restrictor. ¿ conclusion: based on the investigation results the root cause of the spray of fluid under pressure was due to a worn plenum restrictor. During a phone consultation, the tsr helped the customer find that the leakage was due to a worn plenum restrictor. A quote for the new part and service was given to the customer, but the customer requested the part only and was able to replace it themselves. After the repair, the customer reported that the instrument was working as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer sheath that was under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: there is a leak in the right side of the instrument and not the fluidic cart. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. If so was there leaked fluid in under pressure?yes. What is the source of leak -- waste line or non-waste line? Non waste line. If waste line, whether it is mixed with bleach or contamination ? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.